Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device after a superficial femoral artery atherectomy with percutaneous transluminal angiography and stenting procedure. Reportedly, when the clip was deployed and the device was removed, the clip was still attached to the vessel locator wings. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - failure to follow steps/instructions - holding the device at the incorrect angle during deployment. It is indicated that the device is not returning for investigation; therefore a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The physician was reportedly trained in the use of starclose. Reportedly, the device was held at a 90 degree angle. The starclose se instructions for use states that the following steps be followed to deploy the clip to close the arteriotomy: while stabilizing the body of the device with the right hand and supporting the clip delivery tube with the left hand, raise the body of the device to a 60 to 75 degree angle. Support the clip delivery tube with the left hand and gently push the device down on top of the artery to seat the clip delivery tube on top of the access site. While maintaining downward pressure and device stability, depress the deployment button with the right thumb.